Event description:
Information was received that the cassette on a smiths medical cadd solis vip pump is not properly attached. It was reported there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's stated problem was able to be verified. Inspected the pump and attached cassette onto the device, it alarmed "cassette not attached properly". Further investigation of the pump determined that fluid ingression was the root cause of the issue. Service replaced the downstream occlusion sensor to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.